Event description:
It was reported that the smiths medical pump alarmed. No disposable pump won't run". Pump settings: res vol 87.2 ml, rate 2.0 ml/hr, given 7.0 ml. Air bubbles were observed in the tubing that extends across the top of the cassette. The patient was not affected. No further information available.